Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable high troponin t hs stat result from the cobas 6000 e601 module. The initial result was 231.7 pg/ml. Two hours later, the repeat result for the same sample tube was 12.95 pg/ml. The repeat result for another sample tube from the patient was 11 pg/ml. This result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 345888.

Manufacturer narrative:
The provided calibration data does not indicate an issue. The alarm trace does not indicate an issue. A general reagent issue can be excluded. The customer did not use rack adapters which are required for use with 13 mm. Diameter tubes. Based on the data provided the root cause for the issue could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.